Manufacturer narrative:
Concomitant products: 4524-53 lead, implanted: (B)(6) 1999. Product event summary: the full lead was returned in segments, analyzed, and the inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo.

Event description:
It was reported that the right ventricular (rv) lead exhibited high capture thresholds and low impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.